Event description:
Reportedly, pt expired approx after a implant duration of 0.2 months (in 2007, after an implant date of six days earlier), due to known reasons. Unk if pt death is device related. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.